Event description:
Per the audiologist's report, the pt is using the cochlear implant system and is able to successfully complete speech discrimination tests. It was determined during clinic testing and confirmed during an integrity test done in 2007 that the device is not showing electrode telemetry results correctly. The pt continues to use the device successfully. Possible explantation/reimplantation surgery will be considered after the end of the school year.

Manufacturer narrative:
This type of event is addressed in the device labeling.